Event description:
On (B)(6) 2024, I went to a place called (B)(6)" located at (B)(6). They were advertising on internet a dermafiller called restylane from galderma lab so I went there (I have used this product 4 times before in other facilities) I applied it on naso labial folds. Is an injectable dermafiller as botox, juvederm etc., as soon as this happened, I felt a lot of pain which made me suspicious because it never happened before, I asked the injector called gina torma to let me bring the box of empty product back home and she refused. So, I took a pie and sent to galderma lab and they confirmed via e mail that the lot number didn't correspond to their products so I immediate realized I had been injected with a counterfeit product. Also, there were slight differences between an original; box and the one I had. I filed a police report and the answer from the conroe police department was "literally: file a lawsuit with a lawyer. All this year I have been looking for a lawyer to take my case but they won't because the injector is not a dr; so, she doesn't have an insurance, and so lawyers won't waste their time. Back to (B)(6) 2024 two days later after injection I went to see my dermatologist and gave me a round of antibiotics, I had a lot of inflammation, as days went by, I also developed pain, redness, burning and broken capillaries in my face. Since I have seen about 20 drs (I have proof, receipts, medications etc) plastic surgeons who informed that it probably is an illegal silicone injection or methacrylate or any kind oc cooking oil, baby oil etc...it can only be partially taken out with open face surgery leaving me with huge scars and risk of facial paralysis. So far, I have spent more than (B)(6) 0 dls looking for a solution. An investigation on the place was done after I filed a complaint at (B)(6) tracking number: (B)(6) under investigators (B)(6). They sent me a report was a few days ago and the place was under possession of non-approved FDA drugs, also confirmed that all the dermafillers were counterfeit, all brands. The report is 13 sheets, it is at your disposition for you to see. Also, it says nothing about these people ((B)(6) owners and injector) being detained when this is in fact a crime. I also have estimates from plastic surgeon (B)(6) based in beverly hills which is the only one in USA who performs silicone injections surgery removal of (B)(6) dis and that does not even include staying, airplane etc... I'm at your disposition to present any proof you may require. Pictures of face damage, expenses. Dr notes etc., also the 13-page report of texas health and human services with all the findings and irregularities as well as drugs that were taken from them. She is a cosmetologist not a medical doctor. I understand this place already closed and no longer in service, but damage was done. If I hadn't reported, they would still be there ruining more lifes as they ruined mine. I think justice needs to be done. Thanks so much for your attention, I really appreciate your time. Looking forward to hearing from you. Berenice sperzel I'm at your service and looking forward to hearing from you.